Manufacturer narrative:
(B)(4). Concomitant medical products: us157852 530340 m2a-magnum pf cup 52odx46id, 157446 729890 m2a-magnum mod hd sz 46mm, x181312 461470 bi-metric/x por collar 12x140. Reported event was confirmed by review of revision operative notes. Revision operative notes states the bilateral patient underwent left hip revision surgery due to significant metallic debris and necrotic tissue that had to be debrided. During the revision, a large amount of colored fluid was expressed from the hip joint. Surgeon noticed that the abductors had come off of the anterior femur and been replaced with necrotic pseudotumor. The surgeon thoroughly debrided all this necrotic tissue back to viable tissue. The femoral head from the stem was removed. There was a fair amount of corrosion on the trunnion noted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 00108, 0001825034 - 2017 - 00110.

Event description:
It was reported patient¿s left hip was revised approximately nine years post-implantation due to elevated metal ion levels. The cup and head were removed. Attempts have been made and additional information on the reported event is unavailable at this time.